Manufacturer narrative:
Other, other text: b3: event date unknown. D3, g1,2 email is: regulatory.responses@icumed.com. One device was returned for evaluation. Visual inspection revealed no anomalies. No evidence was found in the event history logs. Functional testing was performed and the reported issue was able to be replicated; accuracy testing showed the pump to be over-delivering. The root cause was determined to be the expulsor. The expulsor was trimmed service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump failed volume test. (During testing/no patient injury.